Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture the below IFU statement was identified as having a relation to the complaint. Warnings 3) do not inflate the balloon in areas of significant calcified plaque. [It may result in balloon rupture, vessel damage and/or particulate embolization.]

Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment for an abdominal aortic aneurysm with iliac aneurysm using gore® excluder®aaa endoprostheses. Gore® excluder® iliac branch endoprosthesis (ibe) was used in the left side of the patient. An internal iliac component (hgb) was deployed in the left internal iliac artery, but the distal side did not fully expand due to calcification of the vessel. During balloon touch-up by a gore® molding & occlusion balloon catheter (mob), the left internal iliac artery was ruptured due to the distal edge of the hgb. As treatment, stent grafts were implanted both in the superior and inferior gluteal arteries respectively, and the vessel rupture was repaired. The physician mentioned that he should have inflated the balloon carefully. Reportedly too much pressure was applied at once.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.